Event description:
The customer reported the ECG lead set (m1674a) was not functioning. The issue was noted during device/accessory functional checks. No pt incident/injury was reported.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.